Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the valve was found to be leaking during the implant procedure. The valve was replaced and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, pressure-flow, and pre-implantation testing. However, the valve did not meet the requirements for reflux and leak testing due to a tear in the side of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.